Event description:
New information received notes that the device was reprogrammed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for non-sustained oversensing due to post-paced t-wave oversensing was observed. Programming changes were suggested.